Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss was reported. Data was provided for investigation. The allegation was confirmed via data as a signal loss over an hour. The probable cause was the transmitter and app were unable to establish a connection.